Manufacturer narrative:
We received one 834hf75 catheter with an attached elitemed syringe for examination. The reported event of "the swan ganz catheter burst" was not confirmed. The balloon had a leakage at the backform between the inflation and distal lumens. The catheter body was clamped and the leakage was determine to be located in the backform. All other lumens were patent without any leakage or occlusion. No visible damage was observed from rest of the catheter body or returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, the balloon burst when testing the device prior to use. Using another catheter the issue was solved. There was no allegation of patient injury. The catheter is available for evaluation.